Event description:
It was reported that during a pci procedure of a calcified lesion in an unspecified artery, the quantum maverick monorail balloon ruptured at 16 atms. The number of inflations and to what atms is unknown. No patient injuries or complications were reported. Pt status is listed as "fine."